Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported abnormality on a defective PICC-line catheter. ¿patient coming for disconnection of infuser and thus has received last treatment and PICC-line is to be pulled. When the PICC-line is to be pulled, there is first liquid and then blood flowing. No resistance when it is pulled, but the vascular catheter goes out almost by itself. When the PICC-line is pulled out, a flush is tried and a small hole is noted on the catheter tube at the 9.5 cm level. The patient has no pain in the arm and no swelling is noted. Two small bruises are found at the side about 7 centimeters from where the catheter was placed. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 9cm and 10cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported abnormality on a defective PICC-line catheter. ¿patient coming for disconnection of infuser and thus has received last treatment and PICC-line is to be pulled. When the PICC-line is to be pulled, there is first liquid and then blood flowing. No resistance when it is pulled, but the vascular catheter goes out almost by itself. When the PICC-line is pulled out, a flush is tried and a small hole is noted on the catheter tube at the 9.5 cm level. The patient has no pain in the arm and no swelling is noted. Two small bruises are found at the side about 7 centimeters from where the catheter was placed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported abnormality on a defective PICC-line catheter. ¿patient coming for disconnection of infuser and thus has received last treatment and PICC-line is to be pulled. When the PICC-line is to be pulled, there is first liquid and then blood flowing. No resistance when it is pulled, but the vascular catheter goes out almost by itself. When the PICC-line is pulled out, a flush is tried and a small hole is noted on the catheter tube at the 9.5 cm level. The patient has no pain in the arm and no swelling is noted. Two small bruises are found at the side about 7 centimeters from where the catheter was placed. No other information was provided.